Manufacturer narrative:
Investigation summary one open 32g x 4mm pen needle sample and two photos were returned from lot. No. 9064754, cat. No. 320136. A clog test was carried out on the returned sample as per tp700483 and no issues were observed. Investigation conclusion a clog test was carried out on the returned sample as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause description no issues were observed on the returned sample therefore no root cause can be identified. Rationale based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp was clogged the following information was provided by the initial reporter: "drug didn't come out. Replaced by new pen needle and drug came out."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp was clogged the following information was provided by the initial reporter: "drug didn't come out. Replaced by new pen needle and drug came out."